Manufacturer narrative:
Evaluation results: one used/decontaminated inner cannula 8 mm (007/522/108) was received in a plastic bag without its original packaging. Under visual inspection it was observed that the inner cannula was bent tubing close to its connector. This indicated that the cannula was bent several times. Based on the results of the investigation, the root cause of the complaint was not determined.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical regarding a portex uniperc inner cannulae. "When attempting to insert new inner tube it only went so far then kinked at neck of inner tube. Customer felt like the material was too soft and kept bending. Replaced it with the old inner tube." No adverse patient effects were reported.